Manufacturer narrative:
The facility in (B)(6) did not return the product for investigation and hemolysis testing. The root cause of the reported hemolysis was unable to be determined.

Event description:
A cardiomyopathy patient was being supported by an impella cp due to cardiogenic shock. During the48 hours of support the patient's physician observed signs of hemolysis. The team chose to treat the patient with blood products, dialysis, and explant of the impella and placement of va ECMO.